Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97792, lot# n477019, implanted: (B)(6) 2014, product type: accessory. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
It was reported that the patient was at their first follow up after surgery and he was doing well with the therapy. The manufacturer representative did a minor reprogramming to improve his coverage to his satisfaction. The 0 and 7 electrodes were reported as greater than 10 ,000 ohms. Those electrodes did not affect coverage at the time of the report. The patient was doing great with his therapy and no further follow up was required at that time. The patient status at the time of the report was alive, no injury, and there were no patient symptoms or complications associated with the event.